Event description:
Technical services received a call on (B)(6) 2011. Caller stated that the lead safety switch was tripped on this rv lead. Caller wanted to know how to switch back to bipolar. Caller could not get any sensing and lead impedance measured less than 100 ohms in bipolar configuration. Recommended caller to discuss with physician. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).